Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to impedance changes and increased sensing integrity counter (sic). Stored episodes reveal non-physiologic noise as well as fluctuating impedances. The rv lead remains in use. No patient complications have been reported as a result of this event.